Event description:
It was reported that when using the bd pyxis¿ medbank tower had an issue when the user was unable to issue item for patient. The customer stated that the device requested pending validation code. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue when the user was unable to issue item for patient. A technical support specialist checked the device and found that a new rx verify request for pregabalin was displayed. The customer stated that they did not have the patient or an active patient order and needed to obtain verbal confirmation from the doctor to enter a new order. Furthermore, the technical support specialist confirmed that the customer was able to resolve the issue, as the required dose did not match, and a new medication order had to be requested. The system functioned as intended after the technical support specialist assessed the device.